Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose was 569 mg/dl. Customer had treated their blood glucose with a manual injection. It was also found the customer was exhausted due to their high blood glucose. Troubleshooting found the customer's insulin pump was working as designed. It was also found the customer had a bent cannula after removing their infusion set. Advised the customer to change out their entire infusion set, reservoir, and insulin. Customer's blood glucose declined to 437 mg/dl at the end of the call. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).